Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to vascular trauma.

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of a thoracic aortic aneurysm with a conformable gore® tag® thoracic endoprosthesis (tgu313120j/15180006). After open stent procedure, the physician was trying to advance the device to the intended area but could not do because tgu313120j got caught on the open stentgraft. According to a report, the delivery catheter with stentgraft was withdrawn by pull-through technique. During the technique, abdominal artery was ruptured. An abdominal open surgery was performed. The stentgraft implant procedure was postponed. The physician commented that guidewire operation should be conducted more carefully.